Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 15 months after the dental implant was placed in ada site #29 of the patient's mouth, loss osseointegration was observed. Occusal trauma was reported to contribute to the event. Sixty n.cm of torque was applied and type ii bone quality was reported. The device will be forwarded to the manufacturer for investigation. There was no reported pain or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 15 months after the dental implant was placed in ada site #29 of the patient's mouth, loss osseointegration was observed. Occlusal trauma was reported to contribute to the event. In addition, 60 ncm of torque was applied and type ii bone quality was reported. The device will be forwarded to the manufacturer for investigation. There was no reported pain or complications.